Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading low and the insulin pump would go into threshold suspend but his blood glucose was in the 100 mg/dl range. Customer stated that blood glucose level during the call was 113 mg/dl and sensor glucose was 69 mg/dl. Customer was advised about the recommended insertion and calibration process. He was advised to turn the sensor feature off and back on and reconnect to old sensor. The sensors were replaced but not returned for analysis.